Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Supply changes were performed resolving the alarms. Customer's blood glucose was 400 mg/dl. System check with tandem technical support indicated that the blockage was likely located at the site; however, customer declined to remove site for observation and declined to perform further troubleshooting. The customer continued using the pump for insulin therapy.